Manufacturer narrative:
The device that was pending evaluation was evaluated in the field and the issue was confirmed. The device was repaired on site and returned to service. Evaluation results findings (components/results). 1 device: locking mechanism / missing or inadequate safety measures.

Event description:
No new information.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 4 device(s) was/were functionally/visually inspected in the field. The device(s) was/were repaired and returned to use. Evaluation results findings (components/results) 1 device: locking mechanism / wear problem. 2 devices: locking mechanism / missing or inadequate safety measures; wear problem. 1 device: locking mechanism / missing or inadequate safety measures. 1 device was not evaluated and no cause was determined, as the customer did not make the device accessible for testing. Evaluation results findings (components/results) 1 device: appropriate term/code not available / no findings available. 1 device is pending evaluation. Evaluation results findings (components/results) 1 device: insufficient information / results pending completion of investigation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between (B)(6) 2025. This report summarizes 6 malfunction event(s), where it was reported the device experienced inadequate patient restraint. No adverse consequence or clinically relevant delay in treatment was reported.